Event description:
It has been reported to philips that during a neurovascular procedure where the patient was under anesthesia, the motorized movements of the table were not available. The customer performed a system restart; however, functionality was not restored until the fourth restart attempt. This caused a thirty minute delay in treatment of the patient. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Addl mfg narr: philips has investigated the reported problem. A philips service engineer inspected the system on site and the log file was analyzed. The log file showed that when the user initiated a movement there was a position slip on the table longitudinal movement detected. This caused all motorized movements to become unavailable, and the table started to free-float. User messages were prompted to inform that motorized movements were not available. The table slip error was caused by an intermittent issue of the longitudinal potentiometer and the potentiometer was replaced. The system was returned to use in good working order.corr data: coding updated based on investigation outcome.